Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There was no reported device malfunction. The reported patient effect of intimal dissection is listed in the xience prime, eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification that was 99% stenosed. A 3.5 x 18 mm xience prime stent was deploying when an edge dissection was observed which was covered with an unspecified xience stent. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.